Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 11-sep-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device revealed that the lens was cut into pieces. The lens was also observed to have surface damage with one detached and missing haptic. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a- lens was removed during the same procedure. Section d6b - explant date: n/a - lens was removed during the same procedure and has never been implanted. Section e1 - telephone number:(B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of the preloaded, monofocal, intraocular lens (iol) the surgeon noticed the iol to be cracked in the middle. The surgeon then cut the iol in half, removed it and replaced it with a back up iol. There was no report of patient injury. No further information was provided.